Manufacturer narrative:
The devices were not returned to boston scientific for analysis. A labeling review of the ipg did not reveal any anomalies as it states that possible surgical procedural risks are temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis is a known risk with the use of spinal cord stimulation (scs). A review of the device history record (DHR) of the leads confirmed that the devices met specifications prior to shipping. A labeling review did not reveal any anomalies as it states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure , lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device. B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 775622 UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7105391 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to a lead migration, switched from percutaneous leads to a surgical paddle. Devices were discarded by facility. No additional adverse patient effects were reported. Patient's status post op is still pending. Electrocautery was used. Additional information was received indicating that, as a result of lead migration, the patient experienced inadequate stimulation. Fluid buildup was also noted at the midline implantable pulse generator (ipg) site, based on these findings, the physician proceeded with replacement of the ipg; however, cultures were not obtained. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 775622 UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7105391 UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to a lead migration, switched from percutaneous leads to a surgical paddle. Devices were discarded by facility. No additional adverse patient effects were reported. Patient's status post op is still pending. Electrocautery was used. Additional information was received indicating that, as a result of lead migration, the patient experienced inadequate stimulation. Fluid buildup was also noted at the midline implantable pulse generator (ipg) site, based on these findings, the physician proceeded with replacement of the ipg; however, cultures were not obtained. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 775622, UDI: (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105391, UDI: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) devices were revised due to a lead migration, switched from percutaneous leads to a surgical paddle. Devices were discarded by facility. No additional adverse patient effects were reported. Electrocautery was used.